Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16929. It was reported the patient experienced ineffective therapy. Diagnostics confirmed lead contacts 1-4 is showing high impedances and that the system was auto reducing. It is unknown which lead is liable for the issue so both leads are reported in both the reports. Surgical intervention may occur later.

Manufacturer narrative:
Correction section h: the clinical code submitted in initial report 4582 should have been 2388. Correction section h: the impact code submitted in the initial report 2199 should have been 4629. Correction section h: the medical device code submitted in the initial 3189 should have been 1291. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.